Event description:
It was reported that the patient experienced very significant pauses associated with dizziness. Oversensing, loss of capture, and possible lead fracture were noted. At the time of implant the physician had felt too much resistance in the subclavian catheter. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).